Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user's spouse reported the end user was struck by a motor vehicle while operating the unit and the equipment was destroyed. The motorized wheelchair was not available for eval.

Event description:
End user's spouse alleges while the end user was operating the motorized wheelchair he was stuck by a motor vehicle. Allegedly as a result incident, the end user succumbed after several days of hospitalization.